Manufacturer narrative:
The device is currently undergoing eval by the MFR. An update will be sent up completion of the eval.

Event description:
A pt was being treated in a hyperbaric chamber and was connected to a hyperbaric ventilator for carbon monoxide poisoning. The pt was at 2 atmospheres of pressure for approx 15 minutes when the event occurred. The hyperbaric technician noticed that the ventilator made a strange noise and that it had stopped cycling. The ventilator was in expiratory mode when the failure occurred. The hyperbaric physician emergency ventilated the chamber bringing the pt back to surface. The MFR has been informed that there was no injury to the pt. The pt finished their prescribed treatments and was discharged from the hosp. The pt had been sedated with propathol as the hyperbaric ventilator is a controlled ventilator. The MFR was informed that the ventilator did ventilate when the manual breath button was activated.